Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {dcs-c4-18fr}; product lot/serial number (B)(6) product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {cls-3000-18fr}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, transient left bundle branch block (lbbb) was noted during the procedure. No treatment was prescribed. An angiogram and transesophageal echocardiogram (tee) revealed that the valve was deployed across the aortic annulus with good seating but severe paravalvular leak (pvl) was noted and the valve frame was under expanded. Balloon aortic valvuloplasty (bav) was performed which improved in the valve expansion. A repeated angiogram and tee revealed very favorable hemodynamics with good valve seating and trace pvl. Five days following the implant, elevated creatinine was noted. Fluids were given. Six days following implant, an ultrasound revealed deep vein thrombosis on left lower extremity. Possible focal non-occlusive thrombus at site of recent sheath insertion. No treatment was prescribed. A repeated ultrasound was done 25 days post implant revealed normal compressibility, normal phasic flow, and negative for deep vein thrombosis on left lower extremity. No additional adverse patient effects were reported. Additional information indicated that a day before the valve implant procedure hematuria occurred following the foley catheter insertion. The physician indicated this was unrelated to medtronic products or the implant procedure (which occurred the following day). On the day of admission, the day prior to the valve implant procedure, the creatine measured 1.54. On the day of valve implant but prior to the valve implant procedure, the creatine measured 1.40. Five days following the foley catheter insertion that occurred the day prior to the valve implant, a urine culture showed >100,000 cfu/ml gram negative rods and 40,000 colony forming units (cfu) per milliliter (ml) of enterococcus species. Antibiotics were given. On this same day, the creatine measured 1.81. The creatine was stable at 1.8 the day of discharged. The patient would be followed as outpatient. The elevated creatine resolved approximately 29 days following onset. The physician indicated the increased creatine was procedure related and unrelated to the medtronic products. The deep vein thrombosis (dvt) was also reported as probably related to the procedure. The physician indicated the urinary tract infection was unrelated to the medtronic products and valve implant procedure. The hematuria resolved 15 days following the onset.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, transient left bundle branch block (lbbb) was noted during the procedure. No treatment was prescribed. An angiogram and transesophageal echocardiogram (tee) revealed that the valve was deployed across the aortic annulus with good seating but severe paravalvular leak (pvl) was noted and the valve frame was under expanded. Balloon aortic valvuloplasty (bav) was performed which improved in the valve expansion. A repeated angiogram and tee revealed very favorable hemodynamics with good valve seating and trace pvl. Five days following the implant, elevated creatinine was noted. Fluids were given. Six days following implant, an ultrasound revealed deep vein thrombosis on left lower extremity. Possible focal non-occlusive thrombus at site of recent sheath insertion. No treatment was prescribed. A repeated ultrasound was done 25 days post implant revealed normal compressibility, normal phasic flow, and negative for deep vein thrombosis on left lower extremity. No additional adverse patient effects were reported. Additional information indicated that a day before the valve implant procedure hematuria occurred following the foley catheter insertion. The physician indicated this was unrelated to medtronic products or the implant procedure (which occurred the following day). On the day of admission, the day prior to the valve implant procedure, the creatine measured 1.54. On the day of valve implant but prior to the valve implant procedure, the creatine measured 1.40. Five days following the foley catheter insertion that occurred the day prior to the valve implant, a urine culture showed >100,000 cfu/ml gram negative rods and 40,000 colony forming units (cfu) per milliliter (ml) of enterococcus species. Antibiotics were given. On this same day, the creatine measured 1.81. The creatine was stable at 1.8 the day of discharged. The patient would be followed as outpatient. The elevated creatine resolved approximately 29 days following onset. The physician indicated the increased creatine was procedure related and unrelated to the medtronic products. The deep vein thrombosis (dvt) was also reported as probably related to the procedure. The physician indicated the urinary tract infection was unrelated to the medtronic products and valve implant procedure. The hematuria resolved 15 days following the onset. Additional information was received to report approximately ten years following the implant of the medtronic transcatheter aortic bioprosthetic valve, the patient presented to the emergency department with pitting edema. A blood sample was obtained and results showed the b-type natriuretic peptide was 1312pg/ml which was an increase from previous data. The patient was diagnosed with an exacerb ation of diastolic heart failure and was administered one dose of diuretic intravenously and the oral dose was increased. The exacerbation of diastolic heart failure was reported to be resolved approximately one month later. Per the physician, the medtronic valve was not a contributing cause of the patient's condition. Approximately one week after the resolution of exacerbation of diastolic heart failure, an echocardiogram was performed and showed severe pvl with a total aortic valve regurgitation graded as severe. Medication was administered.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient was asymptomatic related to the severe paravalvular leak (pvl) and total aortic valve regurgitation.

Manufacturer narrative:
Updated data: b5, d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.